Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17224. It was reported that there was noise oversensed on the right atrial lead causing an episode of automatic mode switch. Provocative testing was done, and the noise was replicated on both the atrial and ventricular channels. The patient was in stable condition and would continue to be monitored.